Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a code 1005 due to a high out of range shock impedance measurement greater than 145 ohms. High out of range rv pacing impedance measurements were also exhibited. A revision procedure was subsequently completed, and this rv lead was replaced. Additional information provided this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a code 1005 due to a high out of range shock impedance measurement greater than 145 ohms. High out of range rv pacing impedance measurements were also exhibited. A revision procedure was subsequently completed, and this rv lead was replaced. This rv lead has not been returned at this time. No additional adverse patient effects were reported.